Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that at the time of the event the pump contained morphine 15 mg/ml at an unknown dose (the reported 0.72 mg/day was the dose at minimum rate). It was indicated that the patient would proceed with the explant but the date of the procedure was still unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported on (B)(6) 2019 that the patient experienced pain/no pain relief from intrathecal medication. When the pump was examined there was an amount discrepancy with what was drawn out of the pump and the expected volume based on the programmer reading. The reading stated 2.8 ml was left in the pump but 20 ml was drawn out. A contrast study was done under x-ray and there was no signs of blockage in the catheter or leakage from the pump and/or catheter. Any environmental/external/patient factors that may have led or contributed to the issue were unknown. The pump was filled with saline and surgical intervention for a new implant was planned. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that prior to the pump was filled with saline it was delivering morphine at a dose of 0.72 mg/day (concentration not reported). It was indicated that the pump would be sent for analysis but there was no estimated date for the explant at the time of the report.